Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined system check with tandem technical support due to lack of supplies. Tandem technical support attempted follow up with customer multiple times; however, the customer did not respond. Customer's blood glucose was 310 mg/dl